Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 1 year and 29 days post transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position, the patient underwent an explantation due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided to perform an image review. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history records did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and transcatheter aortic valve replacement (tavr) procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 1 year and 29 days post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections b5, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per medical records review, approximately 10 months post implant of a 29 mm sapien 3 valve in the aortic position, the patient was found to have pyelonephritis due to enterobacter faecalis complicated by bacteremia and was treated with antibiotic course. 2 months later, the patient presented with worsening fevers and chills and was readmitted due to recurrent e. Faecalis bacteremia with suspected aortic root abscess and endocarditis. A tte performed noted a mobile structure in the lvot possibly consistent with vegetation. However, no vegetation was seen on a tee on the same date. The patient elected to undergo aortic valve replacement. Per the explant procedure operative report findings, the tavr valve was observed to have thickened fibrotic leaflets with vegetations prior to removal. Once removed, a calcified/thickened mass was observed overlying the native right coronary cusp (rcc) and native non-coronary cusp (ncc) with eroding lesion, suspicious for endocarditis in the rcc and ncc. After debridement of the aortic annulus, a 29mm inspiris valve and a 35mm atriclip were implanted. There were no intra-operative or immediate post operative complications. Once the blood cultures were negative, the patient was discharged home on post-operative day 12 in stable condition with home health/IV infusion therapy.

Event description:
As reported by patient registry, approximately 1 year and 29 days post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient underwent an explantation due to unknown reasons. Per the medical records, the valve was explanted 1 year and 29 days post tavr due to late endocarditis.